Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to re-evaluation of event.

Manufacturer narrative:
Please retract this manufacturer (MFR) report number 2017865-2011-03793 as this device was previously reported on time on (B)(6) 2011 under MFR report number 2017865-2011-02380.

Event description:
During the ICD replacement, the physician observed the lead was slightly damaged. Low ventricular sensing was noted. The lead was discarded at explant. The patient was in good condition at the end of the procedure.